Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update rec'd 5/7/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. There is no new additional information that would affect the existing MDR decision. Update 8/28/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2015. Update ad 1 may 2018: (B)(4) has been re-opened under (B)(6) due to receipt of ppf and sticker sheet records. Ppf alleges elevated metal ions. The event description has been updated to indicate the allegations as reviewed. The law firm name, manufacturing date and UDI, and patient harm were updated as well. Doi: (B)(6) 2005; dor: (B)(6) 2005; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.